Manufacturer narrative:
Correction h6: codes removed- 104, 23; codes added - 114, 61 correction h6: codes removed- 104, 23; codes added - 114, 61

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.